Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011245 and k002188.

Event description:
It was reported that was impossible to disengage mount and implant and implant was removed. Procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant and 1 driver were returned for investigation. Visual evaluation of the as returned product identified signs of use wear on the tool, and the implant. Tool hex is bent at the tip area. Functional testing to recreate the reported event, verified the implant does not disengage/release from the mount. A pre-existing condition noted on the per was low bone density (type iii). The reported implant was located on tooth 47 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for swissplus® and tapered swissplus® implants¿ IFU 9667 rev 2 - 10/19 and instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Warnings + precautions; pages 1 & 2. Instructions for use for zimmer instrument kit system, zimmer dental single patient drills, driva drills, and tools -- IFU 8874 rev 5 - 08/19. DHR review: DHR review was completed for the subject lot number (2022020241). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2022020241) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release' . Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not disengage/release ) or product (spwb8 ). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.